Event description:
It was reported that the patient was implanted a durom us acetabular component 60/54 t on the left side on (B)(6) 2009. Currently, the patient is being monitored due to limited mobility and especially limping, which is the cause of pain in the joint.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays. Other source of documents (op reports were received for review. Currently, the patient is being monitored and has not been revised to date. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).